Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor. The technician found that the fitting that connects the facility's water line to the uv filter had detached, allowing water to leak onto the floor. The technician re-installed a new fitting, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit was installed in 2012 making it approximately 7 years old. No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor was leaking water onto the floor and an employee obtained an injury from the hot water. No medical treatment was administered. Procedure delays occurred as facility personnel cleaned up the water.